Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the proximal conductor fractured. It was noted that the defibrillation coil was distorted, the inner insulation was kinked/buckled, the outer tubing was kinked/buckled, the outer tubing had an environmental stress cracking breach/breach (non-electrical), the outer insulation had a cosmetic depression and the lead was stretched.

Event description:
It was reported that there was a slow rise in impedance and decreasing r-waves. The lead was removed and replaced. No patient complications have been reported as a result of this event.